Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event of screw loosening. Therefore, the complaint is non-verifiable. A probable cause cannot be determined.

Manufacturer narrative:
Device has not yet been returned to manufacturer.

Event description:
It was reported that unknown abutment screw loosened.